Manufacturer narrative:
Device investigation details: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 31200748l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a avnrt (atrioventricular nodal reentrant tachycardia) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced heart block that required temporary pacemaker and prolonged hospitalization. It was reported during an avnrt case, a heart block was noticed. During the last 5 second burn, the patient had a junctional beat that crossed over when they noticed the heart block so they came off ablation immediately within the last 3 seconds. They paced the beat first then put in a temporary pacemaker in the patient. The patient was reported to be in stable condition. The physician didn¿t know what caused the heart block but it may have been the proximity of the his. The physician's opinion on the cause of the adverse event is that it was procedure related. Intervention included v-paced, isuprel was given, temporary pacemaker placed, monitored post case. Patient improved however required extended hospitalization. Junctional escape and "wkb" noted ~4 hours post procedure, however avn (av node) not recovered at this time. Patient will continue to be monitored for next 7 days. Plan to release patient and monitor moving forward but not sure when. No update provided by physician today.